Event description:
In an article titled "a retrospective analysis of patient outcomes with x-stop interspinous process decompression implant from a regional orthopedic spine center", the following events were reported: x-stop removal due to treatment failure (4 patients): one patient: the x-stop did not help the patient's bilateral leg pain due to lumbar spinal stenosis and she wanted further treatment. One patient: experienced pain in both legs and trouble with ambulation, which was not alleviated by x-stop; leading to x-stop removal and a decompression laminectomy. One patient: the device failed to alleviate symptoms and was therefore removed so a decompressive laminectomy could be performed. One patient: x-stop removal. No further information was reported.

Manufacturer narrative:
Reference: MDR 2953769-2008-00027, 00028, 00029, and 00030. Report source: article titled "a retrospective analysis of patient outcomes with x-stop interspinous process decompression implant from a regional orthopedic spine center' by walter o. Carlson, md; gail m. Benson, md; mitchell c. Johnson, do; matthew j. Mckenzie, md; aaron babb, ba; darin vanderwell, ba. Device not returned, internal review of literature, follow-up with author.